Event description:
Initial reporter indicated that she was in the o.r. And was having problems with screen freeze on the interrogation screen with her (B) (4) handheld computer. It contained 7.1 programming software. Troubleshooting was performed and the screen freeze resolved. She performed an interrogation and it worked "ok." Device malfunction of the software suspected that resolved with a flashcard reinsertion.